Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2020 and mesh was implanted. It was reported that the patient experienced unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/07/2022. It was reported that the patient experienced pain and inflammation. It was reported that the patient underwent removal surgery on (B)(6) 2021.

Manufacturer narrative:
Date sent to the FDA: 08/10/2022 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 08/10/2022